Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a surgical procedure in 2007 where an interbody stabilization device was implanted. At unknown points in time after the index procedure, the patient underwent four subsequent exploratory surgical procedures.